Manufacturer narrative:
To date, patient medical records have not been provided. With the limited information available at this time, an assessment cannot be made regarding the allegations made by the patient's attorney. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, post implant of the perfix plug (device #2), patient was diagnosed with abdominal pain, neuralgia and underwent nerve excision. Review of manufacturing records confirms product was manufactured to specification. Updated corrected field: d4 (expiry date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
The following was reported by the patient's attorney: (B)(6) 2011 - the patient underwent the repair of a right inguinal hernia. As alleged during this procedure the patient was implanted with a bard/davol perfix plug to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to perform a right groin exploration and an ilioinguinal neurectomy after the perfix plug failed and wrapped around the spermatic cord structures. The patient's attorney alleges, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral hernia and right direct inguinal hernia and thereby underwent open repair with implant of ventralex (device #1) and perfix plug (device #2). Per operative notes, "ventral hernia defect was identified and was excised. At this stage, the ventralex mesh (device #1) was placed and sutured". "Right inguinal hernia sac was identified, which was dissected free from the cord. Perfix plug (device #2) was placed and sutured. Once this was made secure, the flat mesh (perfix plug onlay) was wrapped around the cord structures and was sutured". (B)(6) 2012 - patient visited hospital for abdominal pain. (B)(6) 2012 - patient was diagnosed with right inguinal post herniorrhaphy neuralgia and possible small hernia recurrence thereby underwent repair. Per operative notes, "there was a quite bit scar tissue as expected surrounding the cord. The perfix plug onlay (device #2) used on his prior repair was wrapped partially around the cord structures. It was dissect out of the space and palpated the inguinal ring. A small segment of ilioinguinal nerve was removed". (Note, there was no mention of ventralex mesh (device #1) during the procedure). (B)(6) 2017 to (B)(6) 2019 - patient frequently visited hospital for groin pain. Attorney alleged that patient had mesh migration, nerve damage, pain and emotional injuries.

Manufacturer narrative:
To date, patient medical records have not been provided. With the limited information available at this time, an assessment cannot be made regarding the allegations made by the patient's attorney. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2011 - the patient underwent the repair of a right inguinal hernia. As alleged during this procedure the patient was implanted with a bard/davol perfix plug to repair the hernia defect. On (B)(6) 2012 - the patient underwent an additional surgery to perform a right groin exploration and an ilioinguinal neurectomy after the perfix plug failed and wrapped around the spermatic cord structures. The patient's attorney alleges, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.